Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for deployment issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulty was due to case circumstances.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric, mid internal carotid artery. A 7-10 x 40 mm acculink self-expanding stent system (sess) was advanced without resistance to the lesion; however, the stent only partially deployed. The slider on the on the handle of the device did not retract well. The acculink sess was removed from the patient anatomy without any issues. A same size acculink sess was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.